Event description:
The hosp reported that during a coronary artery bypass procedure, the guidant logo popped off and fell in the pt. The hosp staff manually retrieved the guidant logo and continued the procedure using the same device. No pt complications were reported by the hosp.

Manufacturer narrative:
After the procedure, the hosp discarded the product. Since the product was not returned to cardiac surgery for eval, it will be difficult to confirm the reported problem. A lhr review cannot be performed, because the lot number was not provided by the hosp.